Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that prior to a cataract extraction with intraocular lens implant procedure the system intermittently freezes. The case was initiated and completed by using an alternate system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative replaced the central processing unit (cpu) battery to resolve the reported ¿system switched on intermittently. ¿ the company representative reset the cable connections in the host module to resolve the reported ¿system froze intermittently.¿ after replacing the cpu battery and resetting the cables connections, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system switched on intermittently¿ can be attributed to the non-conforming cpu battery. The root cause of the reported ¿system froze intermittently¿ can be attributed to the non-conforming cables contacts in the host module. However, how the cables contacts in the host module became non-conforming remains inconclusive. (B)(4).